Event description:
A director of nursing reported that a patient presented with possible tass (toxic anterior segment syndrome) with a 0.5mm hypopyon in both eyes one day following bilateral cataract with intraocular lens implant procedures. Symptoms persisted for less than one week and resolved with steroid and antibiotic treatment. It was noted that no cultures had been taken. This report represents the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).